Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead was experiencing rv coil impedance spikes to an undefined level. It appeared that the rv coil was fractured. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.